Event description:
It was reported the pt ((B)(6)) is experiencing difficulty communicating with the ipg via the programmer. The pt reportedly suffered a fall recently and the ipg stopped functioning afterwards. Details regarding the next course of action have not been disclosed to the MFR.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.